Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no harm or injury reported. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed the active exhalation verification test step during testing. The proportional valve was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported that a ventilator was returned to the manufacturer for routine preventative maintenance. There was no harm or injury reported. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed the active exhalation verification test step during testing. The proportional valve was replaced to address the issue. The replaced proportional valve was returned to the product investigation lab (pil) for further evaluation / investigation. Pil visually inspected the trilogy evo proportional valve for obvious defects and found none. Pil performed post-test on the pil trilogy evo multifunction test station and the device passed tests. Pil concludes the component operates properly.